Event description:
In 2007, the pt stated that her blood glucose readings were high. She had a blood glucose value of 237 mg/dl at 6:30am at which time she bolused 8 units of insulin. At 8:40am, her value was 193 mg/dl, so she bolused 5 add'l units of insulin. At the time of her call at 1:26pm, her value was 212 mg/dl. She did not report any symptoms of elevated blood glucose. She reported her normal blood glucose range to be 90-120 mg/dl. During troubleshooting with a company rep, her infusion device was determined to be working properly and she was advised to change her infusion site. She was also advised to verify that her glucose meter was operating properly. During a f/u call two weeks later, she stated that "it was my body and sugar and not the pump or infusion set that was causing my blood glucose to be higher". She had verified that her glucose meter was functioning properly and she continued checking her blood glucose value following her call on the original date until it returned to normal range. She stated that she is "feeling much better now". The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.